Manufacturer narrative:
The biclamp laparoscopic instrument (including the insert) was returned and inspected. The welding spot on the joint of the branches was broke. The screw had twisted and loosened from the threads. The screw and insulating sleeve were missing. The metal part of the joint was slightly bent. There is no evidence of a material or manufacturing fault. Based upon the evaluation, it appears that the damaged spot weld was caused by a mechanical stress (e.g., levering or torsion) resulting from an unintended use of the device. However, the exact cause of the weld and screw coming apart is unknown. In the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn out instruments must not be used. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a biclamp laparoscopic instrument broke during a laparoscopy (note: the information regarding the specific procedure was not provided.). The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, the fastening screw in the joint area became detached from the biclamp laparoscopic fenestrated insert. As a result, the instrument's jaws could no longer be closed; therefore, the instrument was removed from the site. An examination of the device showed that the small fastening screw in the area of the joint of the branches was missing. The screw was found and remove from the surgical site. It was reported that a biclamp laparoscopic instrument broke during a laparoscopy (note: the information regarding the specific procedure was not provided.). The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, the fastening screw in the joint area became detached from the biclamp laparoscopic fenestrated insert. As a result, the instrument's jaws could no longer be closed; therefore, the instrument was removed from the site. An examination of the device showed that the small fastening screw in the area of the joint of the branches was missing. The screw was found and remove from the surgical site.